Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent knee arthroplasty in (B)(6) 2009. Subsequently, patient underwent a revision procedure due to loosening of the tibial tray and competitor's cement.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the development engineer found the loosened component is likely due to excessive posterior slope and posterior bone subsidence.